Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "clinical experiencewith a modular noncemented femoral component in revision total hip arthroplasty" written by michael j. Christie, md, david k. Deboer, md, edwin m. Tingstad, md, melanie capps, rn, martha f. Brinson, msn, and lorence w. Trick, md published by the journal of arthroplasty vol. 15 no. 7 2000 accepted by publisher 10 may 2000 was reviewed. The article's purpose was to report on results of utilizing depuy srom stem prosthesis in revision surgeries. Data was compiled from 102 hips implanted by 2 different surgeons with ageve patient age of (B)(6) (range 34-88 years). No information provided on acetabular components or the bearing surfaces depuy products utilizes: srom stem. Adverse events: thigh pain, intraoperative femoral fracture during implantation (treated with cerclage wires), loosening of femoral component (treated by revision), radiographic findings of progressive varus and subsidence. The article does not provide adequate information to determine accurate quantities.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.